Event description:
Customer reported the battery compartment snapped on the insulin pump. Customer's blood glucose was 271 mg/dl. Customer stated a chunk was missing the size of pinky nail. Damage occurred while customer was trying to remove the battery. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Broken battery tube threads noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, broken belt clip slot, and stained end cap sticker.